Event description:
A surgeon reported that one week following intraocular lens (iol) implant surgery, a clinical study pt's iol was noted to be dislocated. The temporal haptic of the iol was out of the bag. The pt did not report any changes in the visual acuity or events that could have accounted for the lens dislocation. The surgeon indicated that a repositioning is scheduled. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).